Event description:
It was reported that when using the bd pyxis¿ es server five users were unable to access pes and encountered an unable to authenticate error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the users were unable to access the patient encounter system. A technical support specialist (tss) verified user roles, reviewed medication application logs, and checked authentication records, which showed last successful web login in 2026-03-24 and subsequent failures due to invalid credentials. No log activity was found for some users, while one user showed an authentication error linked to a missing or mismatched assembly. Although password resets were completed via the active directory (ad) team, the issue persisted. It was identified that users had not logged into the server to cache credentials, which is required for station authentication. Users logged into the server were later able to access the stations successfully. The system functioned as intended after technical support specialist troubleshot the device.